Event description:
It was reported that the patient¿s implantable neurostimulator (ins) would not charge and the patient had not been able to use her stimulator since a fall in (B)(6) 2013. It was noted that the patient fell right on her back and on the battery. The reporter noted the patient had tried turning the dial on the antenna but it still wouldn¿t connect. It was noted the patient had tried everything in the book and it still was not connecting. The reporter noted the patient ¿didn¿t know if it was unplugged or if it got crushed when she fell on the ramp or what.¿ it was noted the patient could not connect with her patient programmer. The reporter noted the patient had an appointment on (B)(6) 2014 but felt she needed to get in to see him sooner because she was in a lot of pain in her back. It was noted that the pain ¿had been going on but it had gotten worse.¿ the patient ¿didn¿t know if when she fell she fractured her right hip or tore the screws out of her back.¿ it was further reported that an over-discharge was confirmed but the over-discharge number was unknown. It was noted that a 60 minute physician mode recharge (pmr) did not successfully reset the device. It was noted that the patient did not contact a manufacturing representative regarding the issue until her office visit with the health care professional on the day of the report. The reporter noted the battery was dead upon interrogation so they were unable to check the impedances. It was noted that the patient did not have her recharger at the time of the appointment and a spare was used, but the patient stated that her recharger was working fine. The reporter noted that the patient would schedule a time to meet and another pmr would be attempted with the patient¿s recharger. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).